Event description:
The account stated the axsym analyzer misread a sample barcode. The barcode sample ID (ending with the digits) had an opiate test ordered. The sample barcode was read as (ending with the digits) with a methadone assay result. The operator noticed the incorrect barcode and assay was processed prior to reporting results outside of the laboratory. The same sample and barcode ID was placed on the axsym analyzer again which correctly read the barcode and correctly processed the opiate assay. No incorrect results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: bracket assembly. In response to this issue an investigation was conducted which included a review of the complaint text, a review of the axsym (sn (B)(4)) service history, a review of the complaint trending systems and a review of labeling. A field service representative inspected and serviced the axsym analyzer, serial number (B)(4). The sample bar code reader was adjusted and calibrated; after which, all verification procedures passed and the instrument was performing to specifications. Additionally, the service history for the axsym analyzer, serial number (B)(4) was reviewed and indicated no additional incidents for the sample barcode reader. The axsym system operation manual was reviewed and was found to contain adequate bar code reader information. The manual contains a diagnostic controls procedure for checking the performance of the sample barcode reader, and the bar code readers screen can be used to check the status of the bar code reader and to troubleshoot bar code reader error code generation. A review of the complaint trending system was performed and did not identify any adverse trends due to axsym barcode misread issues or issues with the sample barcode bracket assembly. The most probable cause of the wrong test being performed was a malfunction of the sample barcode reader bracket assembly due to misalignment. Based on the investigation and available information, no product deficiency was identified for the axsym analyzer, list number 07a83-95 or the barcode bracket assembly, part number 4-202218-01. This is the final report.

Manufacturer narrative:
Other - barcode misread, incorrect test performed. In process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.